Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about unk dates in (B)(6) august 2013 and (B)(6) 2014 after the use of the product.